Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation failed to deliver gas to the patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The received information states that no parts were replaced and no service report exists. The logs and the available information have been evaluated. The received test log show that a successful system check out (sco) was performed on the same morning prior to the case. According to the reporter, another successful sco was performed after the case without any problems. The sco that allegedly was performed after the event is however not present in the log. The internal log confirms the reported issue with leakage which resulted in insufficient ventilation. The generated clinical alarms during the case suggest that a leakage contributed to the event. We have not found anything that suggests any device malfunction during the event.getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).